Manufacturer narrative:
A review of the manufacturing documentation associated with lot 82187027 presented no issues during the manufacturing process that can be related to the reported event. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, this distal tip of a 7mm x 4cm 155cm saberx percutaneous transluminal angioplasty (pta) balloon catheter became separated. However, an inflation of the balloon was performed outside of the patient and the device was able to be inflated. Therefore, the same saberx pta balloon catheter was inserted past the lesion and was used to complete the procedure. There was no reported injury to the patient. Additional information was requested but was unavailable. The device will be returned for evaluation.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g4, g6, h1, h2, h3, h6, and h10 complaint conclusion: as reported, this distal tip of a 7mm x 4cm 155cm saberx percutaneous transluminal angioplasty (pta) balloon catheter became separated. However, an inflation of the balloon was performed outside of the patient and the device was able to be inflated. Therefore, the same saberx pta balloon catheter was inserted past the lesion and was used to complete the procedure. There was no reported injury to the patient. Additional information was requested but was unavailable. The device was returned for evaluation. One non-sterile unit of a saber rx 7mm4cm 155 was received inside of a clear plastic bag. Per visual analysis, the balloon was received partially inflated, it cannot be established at naked eye if the distal tip is separated, however it seems like it (looks shorter than expected). No other anomalies were noted on the device as received. Per dimensional analysis. The soft tip length was measured and compared against the specification and was found out of specification since the numerical result was 1 mm, below of the accepted tolerance. Thus, it can be established that the distal tip was indeed separated/missing. Per sem analysis, results showed that the portion of the distal tip separation was analyzed with the sem on the remains of the distal tip surfaces. The lateral and top surfaces images, showed that the area affected of the saber rx 7mm4cm 155 by the separation, presented evidence of striation patterns along the distal tip remains top surface. The identification of these type of striation patterns in a surface normally indicates evidence of a possible exposure to an overloading shear force when a cutting tool damage a surface. In conclusion, considering the scratch marks observed in the lateral surfaces of the distal tip and due to the striation patterns observed on the top surface of the distal tip remains it may be concluded that the unit was exposed to an excessive shear force. This shear force could be induced by a cutting tool that may have resulted in the separation reported in this complaint. No other anomalies were observed during sem analysis. Additionally, the distal tip was inspected with the vision system, and it can be observed the transition between the distal tip and the tip seal melt zone. No evidence of heat applied to the area is noted, thus it can be suggested that the process regarding the fusion of the distal tip was not properly performed. A product history review of lot 82187027 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿distal tip ¿ separated¿ was confirmed since the device did not present the distal tip as received. The soft tip was dimensionally measured, and it was found below the tolerance accepted for the component, thus the separation/component missing was confirmed. Further inspection using vision system observed no evidence of heat applied to the transition between the distal tip and the tip seal melt zone. The product analysis suggests that the event experienced by the customer could be related to the manufacturing process. This event has been escalated via the risk management process and an investigation has been opened to address the issue.